Event description:
Additional information received from the patient indicated the implant never helped with her bladder symptoms. She did not have good control because she probably used 4 pads a day. She had been going more and more. She had two implants and stated her first implant did not help with her symptoms either. It was indicated that when the healthcare provider (hcp) put it in, they told her she would hardly ever had to wear a pad but to keep one on her just in case it became necessary. Patient stated she wanted the device out because it was not helping and she could not afford to keep replacing it. She did not feel stim but never really had. She would only feel stim when she made adjustments but then the stim sensation would go away. During the call, patient confirmed therapy was on and she was on program 2 at 2.4v. She had not tried to increase stim.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced loss or change of therapy. It was reported that patient not feeling stimulation while therapy was on. The patient was going more than usually did. It was reported that a CT scan could be related to this issue. The patient was on program 2 and 1.4 volts with stimulation on. The patient then got poor communication and couldn't connect again with or without the antenna. The patient stated she was going to keep trying and if she couldn't, would call back. Symptoms reported were: return of symptoms the indications for use for this patient were gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.